Manufacturer narrative:
(B)(6) 2018. Serial number not provided. A replacement battery was sent to the customer. A root cause could not be established as no parts were returned for evaluation.

Event description:
It was reported that the ventilator battery was unable to charge. There was no patient involvement. The event date was not specified, estimate used.